Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:309647, batch#: unknown. It was reported that the bd syringe 5ml ls sp125 stopper was defective / damaged. The following information was provided by the initial reporter: something with the rubber. I don't have the full explanation of the issue. I also don't have a lot number. Additional information provided: please provide the date of event: aug 26, 2024. 2. Please share the captured photo of the event if available: not available. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? We have the syringes with the same lot#, but without visible defect. If you would like to have them, our address is: laboratory, sample procurement, (B)(6). 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The defective syringes were discovered before blood collections, so no harm to patients. All syringes with the same lot number were removed from circulation immediately.

Manufacturer narrative:
(B)(4) - supplemental MDR/additional information/correction - stopper defective / damaged additional information: sample received from lot 3282432, updated to section d and device manufacture date: 10/09/2023 updated to section h correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: three hundred and forty-three were provided to our quality team for investigation. All samples were received in sealed packages with all applicable product information on the top web. Based upon the unclear reported defect in the verbatim, all samples were visually inspected, and leak tested for leakage past stopper with no defects observed. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3282432. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.